Event description:
It was reported that during post dilatation using a nc trek 4.5x8mm balloon dilatation catheter for treatment of a 6mm long, eccentric lesion in a moderately calcified left main coronary artery, the balloon ruptured during the first inflation at six atmospheres. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.